Event description:
The customer reported that the tubes cuff was tested prior to patient intubation; afterwards the cuff was found to be leaking. The patient was extubated and re intubated with a new (unspecified size) taperguard tube.

Manufacturer narrative:
If the sample is returned, a failure investigation will be performed. If significant information is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.